Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Pump was received with unresponsive all the buttons due to corroded keypad traces. No moisture damage on electronic assembly/motor noted. Unable to verify a21 error alarm due to unresponsive all buttons. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and partially broken reservoir tube lip.

Event description:
Customer reported that pump was exposed to moisture because they went swimming. Their pump experienced an unexpected restart alarm. Customer¿s blood glucose level was unknown. The customer has experienced multiple unexpected restart alarms after battery change. The customer also noted that there was a button error alarm in the alarm history. Advised the customer to observe if the time clock advanced for one minute and they confirmed that it did. Advised the customer to discontinue the use of the pump and revert to a back-up plan. The insulin pump will be returning for analysis.